Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer passed away on (B)(6) 2021. The customer¿s spouse reported that the customer did not wake up. The caller indicated that the customer was using the pump at the time of the incident. No further details on the cause of death were provided by the customer's next of kin. The device will not return for product analysis.